Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the site was opening the gantry it was making a loud noise. It was stated that the gantry wasn't open to open then for a long period of time. There was no patient present when this issue was identified.